Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to dirty paddles. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddles caused by the paddles being dirty. The paddles were cleaned and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported that the paddles were burned during testing. There was reportedly no patient involvement.

Event description:
It was reported that a ¿(b)urning appears on the defibrillation clickboard¿ (sic). Furthermore, the device cannot pass the test and cannot be used normally. There was reportedly no patient involvement.